Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d10, e2, e3, g2. Additional information: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image shows on the monitor" malfunction would likely be related to wrong input selection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no sync/no image showing on the provation monitor. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The field service engineer corrected the no sync/no image issues by correcting the cv-190 with inogeni converter box serial digital interface cabling for high definition remote and video connections, then the field service engineer selected the correct input on the oev-262h monitor which brought back the provation image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.